Event description:
Additional information from the affiliate stated: the ps has advised that the surgeon indicated that the device was not related to the patient outcome. In addition, it was confirmed that the microsensor was not implanted into the patient. The product was received by the manufacturer on thursday last week. Can we please request that the investigation of the device takes place urgently in order for feedback to be provided to the customer?please don¿t hesitate to contact me if you need anything further. Note that this complaint was inadvertently registered twice in the complaint system (complaints # com-(B)(4) and com-(B)(4)). Complaint # com-(B)(4) will be void. It was discovered that this complaint is a duplicate to that of com-(B)(4). Additionally, the reporting decision for com-(B)(4) was assessed as a reportable event based on the additional information provided by the affiliate that indicated a death was involved. Com-(B)(4) did not include patient death information, which is why it was originally assessed as non reportable.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the evaluations noted the following: for the microsensor p/n 82-6631; s/n (B)(4): during evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film residue over sensor area. Unable to balance sensor due to film residue. Removed film residue; able to balance sensor. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Supplier was called and requested to clarify the film residue issue over the sensor area. Supplier informed that the film residue observed over the sensor area is not manufacturing related. It appears to be surgery/user related. Based on the above evaluation the supplier was unable to confirm the complaint. For the icp express unit p/n 82-6635; s/n (B)(4): during evaluation it was verified that the unit had been opened by the customer. The battery was also replaced by the customer and it was found weak. The front panel overly was damaged and the enclosure was cracked at the upper left side and the lcd was not functional. The cause(s) of the damages could not be determined. Note that this unit has been in service for approximately 14 years, and it is considered to be out of warranty. For the icp express cable p/n 82-6636; lot # 12-01: during evaluation the icp cable was visually inspected and no mechanical damage was observed. The cable was connected to a test fixture and digital multimeter to examine the electrical continuity and electrical leakage. In addition, the cable was connected to the icp express unit and fogg pressure simulator to examine the memory of the cable. In conclusion, the subject icp express cable is functioning properly in terms of: electrical continuity, electrical leakage, and memory. And there is no visual discernible damage to the cable. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.

Event description:
The affiliate reported: procedure: insertion of (B)(4) monitor. Rep received a call during the procedure by the neurosurgeon who reported that the microsensor had given a zero reference number of 220 and that the number then went to 180 and then to 140. As the neurosurgeon could not get it to zero according to the specifications, he took another microsensor pack and tried to zero it to a second monitor and cable. This gave a zero reading number of 15, which was correct, however, the neurosurgeon had called to confirm this reading as he was not confident that it was correct. Case delayed by 10-15 minutes. Patient outcome: no follow up on patient has been made. Microsensor expiry date: 2017-11. (B)(4) express is hospital owned and outside warranty. Additional info received (B)(6) 2014: the first information given was provided by the theatre scout nurse. The information below is the description from the surgeon: there was a problem with the box on that night. When we connected the cable, then switched on the box, it immediately told us the reference number was (B)(4). This was even before asking us to press the p->0 blur button. We switched it off and disconnected the cables then turned it back on and it did the same! We subsequently changed the box and on the second unit, it did the proper thing and went into the p->0 screen 1st. The 2nd box was accurate. The surgeon said ¿can you get codman to check the setup for the 1st box? I don't think the microsensor was the problem but we used a new microsensor and a new grey cable on the 2nd go.¿ patient number (B)(6). Patient is now deceased. The (B)(4) monitor, cables x 2 and microsensor await collection from the (B)(4) ¿ waiting in reception with di. The ps performed a check on the 4 (B)(4) monitors and cables in the hospital theatre on (B)(6) 2013. These were all working to specification and functionality at the time. Boating accident, patient airlifted to rch, 12 years old. (B)(6) 20/14, further information from the affiliated indicated: the surgeon has not indicated that the products may have contributed to the patient outcome. He was performing due diligence by reporting an issue encountered with our codman products while administering treatment to a trauma patient. There was a short time delay due to this event, and the surgeon was able to successfully monitor intra-cranial pressure with similar codman products.